Manufacturer narrative:
The date of this event is estimated. Pt name and info confidential. No samples were returned for evaluation. The item and lot number used for this procedure was not provided. Therefore, the manufacturing date and the expiration date are unk. Method: no samples were returned to angiotech. Therefore, an evaluation cannot be performed. Results/conclusion: without the item/lot code info, relevant portions of the device history records, sterility record or complaint reports could not be reviewed. The root cause of this event cannot be positively identified at this time. (B)(4), item # unk, contour thread, unk size/ material, lot unk.

Event description:
The date of event is estimated. A pt reported that she underwent a contour thread lift to the midface approx three (3) years ago. Pt states she noticed a small "pimple" like bump on her right cheek which developed into an abscess with extruding contour thread product. The product was removed by the surgeon. The abscess opened up to a 2cm x 3cm area on the right cheek which required oral antibiotics and daily wound care. The pt will require a future surgical procedure to revise the scar on her right cheek. Note: the contour thread product line is no longer manufactured or sold by (B)(4).